Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated 1st ob marginal and proximal cx with a total of two xience v stents. In 2009, the patient experienced chest pain and was hospitalized. Ranexa and isosorbide mononitrate was administered. A functional ischemia study was positive. An elective diagnostic coronary angiogram was performed and revealed 100% in-stent restenosis of the lcx and om involving both xience stents that were implanted at the index procedure. Percutaneous coronary intervention was performed as treatment. There is no additional information available.

Manufacturer narrative:
Stenosis, angina, and ischemia, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. It is possible that the angina and ischemia were secondary effects of the restenosis, which required hospitalization and treatment with pci. The other xience v is being reported under the same manufacturer report number.